Event description:
It was reported that during a pulsed field ablation procedure using the catheter pscc100 pulseselect, the catheter array was inverted, a knot was present in the catheter, and the wire was on the incorrect side of the array. These issues occurred during the second insertion of the catheter into the body, after the array was deployed and one application was completed. Visualization of the catheter under fluoroscopy revealed the irregularities. The physician was instructed to capture the array into the sheath and redeploy, but the appearance remained abnormal. The catheter was then removed from the body for inspection, confirming the presence of a knot and wire misplacement. The physician decided to remap the chamber with a biosense webster pentray catheter and did not perform further ablation which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 of lot number 0012783304 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment. On the spiral array segment, inverted array was observed. Catheter identification and ablation was performed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanism was carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot verification (where applicable). Electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. No anomalies were identified. In conclusion, the reported array knot was not reproduced/ confirmed. The catheter failed the return product inspection due to a catheter inv ersion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.